Manufacturer narrative:
The field service engineer performed an air purge and found that the probe was unable to dispense any liquid, only bubbles. He determined that a solenoid valve was defective. The valve was replaced and an air purge was performed. Controls and precision studies were run and passed.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 and a third patient sample tested with tp2 total protein gen.2 on a cobas 8000 c 702 module. The initial sample values were reported outside of the laboratory to the doctor. The samples were repeated on a second analyzer and the discrepancies were found. The customer then ran controls and controls were outside of range. After the event occurred, a reagent pipettor error occurred on the complained analyzer. Amended reports were issued for the sample results. No units of measure were provided for the affected tests. The first sample initially resulted in a glucose value of 56.0 and repeated as 29.2. The second sample initially resulted in a glucose value of 16.0 and repeated as 8.1. The third sample initially resulted in a total protein value of 86.5 and repeated as 76.5. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.